Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference, user re-used test strips, or user's test strip had poor fill. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/08/2014).

Event description:
Consumer complaint of low blood results. Expected blood glucose results range from 180 to 200 mg/dl (before meals). Consumer refused to perform back to back blood test. Verified storage of test strips are in the bedroom. Recalled test results from meter memory (before meals): (B)(6) 2014; 7:45pm - 88 mg/dl, (B)(6) 2014; 7:51pm - 92mg/dl, (B)(6) 2014; 12:22am - 160mg/dl. No adverse event reported.